Manufacturer narrative:
(B)(4). Retainer ring = black. Unit received with critical pump error (open book) and crest download unsuccessful due to moisture damage on electronics assembly on pcba1 and pcba2. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. However, unit tested with reference test electronics pcba2, was able to boot up properly with no critical pump error noted. Unit received with cracked battery tube threads, fading serial number label, missing display window cover and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. Test due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on back of insulin pump battery side. No harm requiring medical intervention was reported. The device will be returned for analysis.